Manufacturer narrative:
Three opened devices and three clave port male adapter plugs were received connected and were evaluated. The devices passed testing. The option-lok male adapters of the tubing sets remained securely connected to the clave port male adapter plugs. No disconnections were noted.

Event description:
The customer contact reported a disconnection. The tubing set that was connected to a clave port male adapter plug, which was connected to the pt's catheter was being used to deliver an unspecified volume of blood. After an unspecified length of time in use, it was reported that the option-lok male adapter of the tubing set disconnected. It was reported that an unspecified volume of the transfusion blood leaked. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.